Event description:
It was reported the patient had a hard tissue replacement. Patient matched implant (htr/pmi) implanted in (B)(6) 2009. At the time of the surgery, the surgeons noticed the implants did not fit as they expected and the implants had to be burred down, which resulted in an extra 30-40 minutes of surgery time.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See 1032347-2009-00041, same case, two implants were required for this case.